Manufacturer narrative:
Without the benefit of examination and testing, coloplast is pre-cluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number 8368129.

Event description:
According to available information, this device required removal due to a balloon tear. A membrane was found at the level of the meatus, the device was no longer in place. The crutch tip should have been in the penis instead of the bladder. During balloon deflation, only air came out instead of liquid. The device was difficult to remove. The doctor managed to remove the device and the balloon was torn. No other adverse patient effects were reported.

Manufacturer narrative:
Lot 8572951. According to the complaint description lot number is available but no sample availbale. After receiving this complaint, we didn't find another complaints on the lot 8572951.